Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent an ear cleaning procedure due to a radical cavity. During this procedure the device was damaged and therefore explanted. Device investigation confirmed the reported damage. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report there was no floating mass transducer or clip in situ at the time of explantation. Additional information stated that during a radical cavity cleaning the conductor link had extruded and was severed. Intraoperatively, the surgeon was unable to find either the floating mass transducer (fmt) or the coupler. Presumably, these were removed together with the other tissue during cleaning of the radical cavity.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation.